Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. When the device is placed where the active blade is in contact with another metal object, it causes a chirping or squeaking noise to be heard.

Event description:
It was reported that during a laparoscopic appendectomy procedure, a metallic sound was heard after about an hour. Then an error 5 was displayed and the device became not to be activated. When the blade was wiped to clean outside of the patient's body, the blade broke off. Since the blade broke off out of the patient's body, no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences for the patient.